Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the patient was able to be completed. There was a 20 minute delay in the procedure.

Event description:
It was reported that the customer experienced 307 errors after startup while the system was idle. The customer restarted the system, but the error reoccurred as ports were being placed. Consequently, the customer decided to abort the case and switch to the xi system at the site. Error logs indicated 31089 errors between the vision side cart (vsc) ccc and vdcf before the 307 errors occurred.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced common compute controller to resolve the issue. The system was tested and verified as ready for use. Fse went back and later replaced two additional common compute controller. The issue was confirmed in lighthouse, where error 307 pointed to pcc3_ID, but the error could not be replicated. The unit was returned in good physical condition. The logs indicated that error 31089 occurred, followed by error 307 on (B)(6) 2026. Aperture records show that the ccc-vsc was replaced on (B)(6). After this replacement, error 31089 persisted. The ccc-vsc was installed in a golden system, programmed, and started up without any issues. The system was left idle for 6 hours and power-cycled 10 times periodically; no errors occurred during this process. Optic light levels were checked after each power cycle, and all values were within the expected range. Based on these findings, the failure analysis determined that this unit was incorrectly returned. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
The fse replaced the robot common compute controller (ccc). Isi did received the robot ccc for further analysis and the reported issue was confirmed as happening in the logs but unable to be replicated. The robot ccc behaved as expected on an in-house system and was power cycled 10 times and left to idle without issues. The complaint was confirmed based on error logs, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h11 for follow-up information.